Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use (IFU) instructs to align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve during clip delivery system (cds) insertion. In this case, it was reported that it was possible that the cds was mis-keyed into the steerable guiding catheter (sgc). The reported sleeve steering issue appears to be related to the user error of the reported probable mis-keying of the cds into the sgc. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds) which occurred in the left atrium, and has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was inserted into the steerable guiding catheter (sgc). The blue alignment markers were thought to be aligned; however, it was noted the physician's thumb was covering the distal marker. Resistance was noted during insertion. When the cds was in the left atrium, the m-knob was turned; however, the cds steered toward the atrium roof. It was suspected that the devices were mis-keyed; therefore, the cds was removed without resistance and upon removal, it was confirmed that the alignment marker was off by one keyway. A new cds was used successfully. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.